Event description:
The tech alleged the side rail will not raise to the latch position. No patient impact.

Manufacturer narrative:
The tech found the side rail latch cover was bent. The tech replaced the side rail latch cover to resolve the issue.